Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Overheating failure is not related and did not occurred in the device addressed in this specific case, the reportable malfunction was already reported on report number 1643264-2024-00363. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that during set up, the werewolf controller motor was not engaging enough to properly spin, the hand piece was also overheating shortly after being started. There was a smith and nephew back up device available and no surgical delay was reported. There was no patient involvement.